Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console did not recognize the motor. The unit was returned for repair. No alarms were reported by biomed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: self-test issue - s1 alarm: power on self-test not passing. The reported event of the centrimag console not recognizing the motor was unable to be confirmed. The centrimag 2nd generation primary console (serial number (B)(6)) was inspected at the service depot and found to be in good condition. The console powered on and connected to a test motor and test loop without issue. The system ran for several days as intended and no notable events were observed. The reported issue was unable to be reproduced throughout testing. The console underwent functional checkout and passed all steps without issue. The unit was ready for use and was planned to be returned to the customer. A log file extracted from the returned console did not contain data from the reported event date of 23jan2026. The captured data did not indicate an issue that would contribute to the console not recognizing the motor. Reported information stated that no alarms were associated with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag console (serial number (B)(6)), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The operating manual, section 12.1-"appendix I ¿ console alarms and alerts", contains a list of console alarms and alerts, including s1 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.